Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) could not send any data post operative. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device was inconclusive. A review of save to disk revealed that the device incurred many crystal errors in the field. However, the product analysis lab did not confirm the failure because the crystal error count registers were cleared during testing. There was no observation of an abnormal condition that would have resulted in crystal errors. The device functioned normally. The cause of the reported telemetry issues was not determined. No hybrid anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the device was unable to be interrogated by the programmer.